Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device was being used on the pulmonary artery branch during a wedge resection. An end tone was heard and he tried to advance the knife blade but it would not move forward to cut. He removed the device from the pt and it was noticed that the webbing was protruding from insulated area. The surgeon utilized another device for dissection. At this time, there was bleeding observed. It cannot be confirmed that the bleeding was from the area where the lf5544 device had previously sealed. However, the bleeding was easily controlled with clips and there was no pt injury.